Event description:
The primary indication for the index procedure was positive functional study for ischemia/silent ischemia and was elective. The targe lesion was the 2nd diagonal branch (vessel diameter 2.45mm x lesion length 13mm). The lesion was a de novo and classified of the native coronary artery. The lesion was not occluded and bifurcation was not present. However, there was little to no calcification. The pre-procedure diameter stenosis was 68% with a timi iii grade flow. A cypher 23mm x 2.50mm stent as implanted with direct stenting technique. There were no procedural complications. However, subsequent day prior to discharge, the pts labs demonstrated serum markers elevation and it was noted that the pt experienced a non-st elevation myocardial infarction. However, no revascularization was peformed for this myocardial infarction.